Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she woke up in the hospital and was informed that she had experienced a hypoglycemic event. Troubleshooting was performed and the insulin pump was programmed correctly. The customer was not connected to the infusion set during the manual prime. Nothing further was reported.